Event description:
It was reported that 324 days after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi) and required a target vessel reintervention. The lesion being treated in the index procedre was a 3.5mm, 90% stenosed portion of a saphenous vein graft located in the 3rd obtuse mrginal (3rd ob marg). The physician treated th elesion with predilatation and successful placement of four taxus express2 (3.50x20mm, 3.50x12mm, 3.50x28mm and 3.50x12mm) 8.8% drug eluting stents with 2mm overlap. The patient did experience a non q-wave mi during the procedure which the physician felt was not related to the taxus stents. The patient was discharged 2 days later on plavix and aspirin, 324 days after the initial proceure the patient experienced a mi and required a tvr. The physician successfully performed balloon angioplasty of the 3rd ob marg. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was no restenosis of the taxus stent.